Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the subject device and found that the reported phenomenon was attributed to the failure of the main circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. However the exact cause of the failure of the circuit board could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic nephrectomy, the subject device was powered off. Even if the user turned on the power again, it started up for a moment, but it started to make a beeping sound and immediately turned off. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon (a few seconds after turning on, beeping sound occurred and the power of the subject device was turned off) was duplicated. While the beeping sound occurred, the power lamp was lit up but other indicators/lamps were not lit up. There was no abnormality on the exterior of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.